Event description:
The customer alleges the powerchair caught fire while charging. There were no reported injuries.

Manufacturer narrative:
Device eval anticipated, but not yet begun. A f/u report will be submitted upon completion of investigation.